Event description:
Tip of knot pusher broke off in track of perclose in pt's fatty tissue. Upon pulling knot pusher out, dr saw tip was missing. Dr attempted to find tip in pt's rt groin, but was unable. Due to tip being plastic, dr just left pt as is.